Manufacturer narrative:
The involved device has not yet been received by the manufacturing facility and the production lot number is not known. Therefore, it is not possible to perform a meaningful evaluation of retained samples, device history records, or complaint files. The cause for the reported deflation of the tr band cannot be determined based upon the available information. The involved device is in transit to the manufacturing facility in japan for further evaluation. A supplemental follow-up report will be submitted based on the results of the evaluation. (B)(4).

Event description:
The user facility reported that the tr band would not hold air when it was being inflated to assist with achieving hemostasis following a trans-radial interventional procedure. Follow-up communication with the user facility confirmed that: the band would not stay inflated; manual compression of the vessel was continued until another band was placed and inflated to maintain pressure on the vessel to achieve hemostasis; and the patient was reported to have "had no issues."

Event description:
This report is being submitted as follow-up report # 1 for mfg. Report # 9681834-2011-00079 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
Subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility in (B)(4) for further evaluation. Inspection and testing of the returned sample confirmed an air leakage after inflation. Magnified inspection of the sample after disassembly confirmed that a piece of foreign material was caught in the valve preventing an air-tight seal. The piece of material was approximately 1-mm in length and qualitative analysis of the substance using ftir confirmed characteristics that are consistent with the nylon material of the device hook and loop fastener. Each device is tested for valve leakage during manufacturing. Therefore, it is conjectured that the piece of nylon material became caught in the valve sometime between the air leak test and use of the device by the customer. While it cannot be confirmed whether the reported deflation was directly related to a manufacturing process, production personnel have been informed of the complaint in order to increase their awareness and minimize the potential for any contamination to occur during manufacturing. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.